Event description:
It was reported that there were concerns regarding premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. This subcutaneous implantable cardioverter defibrillator was surgically abandoned and was implanted with a cardiac resynchronization therapy defibrillator. No additional adverse patient effects were reported.